Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 8 months. The pump was not returned for evaluation because it was disposed of by the hospital staff. The report of hemolysis and suspected thrombus could not be confirmed. The instructions for use lists device thrombosis, hemolysis, and bleeding as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported at an unknown time, the patient had experienced previously unreported issues with gi bleeding and the anticoagulation medications were discontinued. At a later date, the patient experienced elevated lactate dehydrogenase levels and tea-colored urine. The patient subsequently developed hemolysis, and then thrombus within the pump. The patient and the healthcare professionals elected to not treat the hemolysis and thrombus and to not perform a pump exchange. The patient expired on (B)(6) 2015.